Event description:
(B)(6) reported that a silent nite appliance has broken. Reportedly the right-side attachments are broken. The patient received the appliance on (B)(6) 2025 and presented with the issue on (B)(6) 2025. No injury was reported. The patient has good oral hygiene.

Manufacturer narrative:
The device has been returned for analysis; however, the investigation is ongoing. Upon investigation completion a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4).